Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the radial artery. A 300cm journey¿ guide wire was advanced to the lesion; however, the tip of the wire broke off and became stuck in the target lesion. The patient was sent to the hospital immediately for surgery. The detached tip was removed and dialysis modification of the graft was performed.